Manufacturer narrative:
Based on the information available, it is not possible to establish a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficits were identified. Based on the medical feedback received on the event (i.e. No complaint on the livanova device), and since the manufacturer was initially informed on this event by the monitoring activity of the device tracking team, and not from the field, a direct link between the event and the device can be reasonably excluded. Should additional details be provided on this event, a follow-up report will be submitted.

Event description:
Received information from the device tracking department regarding a recent explant of a perceval pvs27. The device was reportedly implanted/explanted on (B)(6) 2019. The explanted prosthesis was replaced with a device from a different manufacturer. Although no additional information has been provided on the reported event, it was confirmed that the surgeon is not filing any complaint with the livanova valve.

Event description:
Received information from the device tracking department regarding a recent explant of a perceval pvs27. The device was reportedly implanted/explanted on (B)(6) 2019. No other information is presently available.